Event description:
It was reported that stent damage occurred. During unpacking of a 20 x 2.75mm taxus¿ liberté¿ stent, the physician noted that the stent struts was damaged. The procedure was completed with a 2.75 x 20mm taxus liberte stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal end of the crimped stent was damaged and lifted upwards from the stent profile. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector (ID) is: 0.049". The specified diameter of the stent protector could not contain a crimped stent with proximal stent damage noted in this analysis. The specified stent protector for the crimped stent covers the balloon and coated crimped stent and provides protection during shipping and handling. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 20 x 2.75mm taxus¿ liberté¿ stent, the physician noted that the stent struts was damaged. The procedure was completed with a 2.75 x 20mm taxus liberte stent. No patient complications were reported and the patient's status was stable.